Manufacturer narrative:
The insulin pump was received with corroded battery tube however, the currents are within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No dark spots noted on the insulin pump. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump had dark spots from the dome sticker and the drive support cap appeared to be coming out. The patient's blood glucose had been in the 340 mg/dl range. Troubleshooting was unable to uncover the exact cause of the drive support cap damage; the mother mentioned that they frequent the beach but that the device is always covered. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.